Event description:
It was reported that the right ventricle dysfunction moderately to sever reduced existed pre-implant. The peak pressure was 31 mmhg. A device related issue did not cause/contribute to the right heart failure. A right ventricular assist device (rvad)/extracorporeal membrane oxygenation (ECMO) was placed. The patient passed away due to bi-ventricular dysfunction, renal failure, cardiogenic shock, worsening liver failure, sepsis, gastrointestinal bleeding, and respiratory failure on (B)(6) 2021. The patient withdrew care. The death was not device related and the device operated as expected. Related manufacturer report number of centrimag: 3003306248-2021-04021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had immediate post operation course complicated by worsening right ventricular (rv) failure, which persisted despite escalating doses of inotropes and pressors. The left ventricle appeared underfilled and the patient remained oliguric with high right sided filling pressures. The patient was brought back to the operating room for right ventricular assist device (rvad) placement with extracorporeal membrane oxygenation (ECMO). Support was slowly ramped up to achieve good drainage and saturations. Transesophageal echocardiography (tee) post showed balanced septum with inotrope and pressor requirements being minimal. The patient was also given inhaled nitric oxide.

Manufacturer narrative:
Manufacturer's investigation findings: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported bi-ventricular dysfunction, renal failure, cardiogenic shock, worsening liver failure, sepsis, gastrointestinal bleeding (gib), respiratory failure, and patient outcome could not be conclusively determined during this investigation. (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. In section 1 ¿introduction,¿ this IFU lists the adverse events that may be associated with the use of heartmate 3 lvas, including right heart failure, sepsis, bleeding, hepatic dysfunction, renal dysfunction, respiratory failure, and death. Section 6 ¿patient care and management¿ contains a subsection entitled ¿controlling infection¿ that considers patients with multi-system organ failure. It also states that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. It also lists typical treatment options. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values. Heartmate 3 lvas patient handbook: section 4 ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. In section 1 ¿introduction,¿ this IFU lists the adverse events that may be associated with the use of heartmate 3 lvas, including right heart failure, sepsis, bleeding, hepatic dysfunction, renal dysfunction, respiratory failure, and death. Section 6 ¿patient care and management¿ contains a subsection entitled ¿controlling infection¿ that considers patients with multi-system organ failure. It also states that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. It also lists typical treatment options. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values. Heartmate 3 lvas patient handbook: section 4 ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.